Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the output connector assembly was broken. Analysis also found the hanger assembly was broken and the main seal was pinched.

Event description:
It was reported the atrial and ventricular ports were broken. The external pulse generator was returned for repair. There was no patient involvement.